Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid.  Concomitant medical products: 5076-65 lead  implant date:(B)(6)2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had issues with their implantable pulse generator (ipg) after implant and that they were hospitalized due to cardiac symptoms and had almost died. The ipg system remains in use. No further patient complications have been reported as a result of this event.